Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery due to significant cyst formation in the tibia- I think this is a patient factor due to significant overuse and not due to the components per se.

Manufacturer narrative:
Based on the available information the device will not be returned; therefore, an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided in a supplemental report.